Event description:
It was reported that when the pedal was pressed to release energy for ablation, the laser was directed forward and not from the side as usual during the procedure. After the fiber was removed, it was found that the tip of the fiber was broken. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that when the pedal was pressed to release energy for ablation, the laser was directed forward and not from the side as usual during the procedure. After the fiber was removed, it was found that the tip of the fiber was broken. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture, confirming the reported fiber tip break. A distal circumferential fracture has the potential for forward firing; a forward firing test was performed and resulted in an output which was below the threshold for potential patient harm. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Based on the information available, a conclusion code of unintended use error caused or contributed to event. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event.

Event description:
It was reported that when the pedal was pressed to release energy for ablation, the laser was directed forward and not from the side as usual during the procedure. After the fiber was removed, it was found that the tip of the fiber was broken. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.